Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of either 561 or 591 mg/dl. The customer couldn't remember. The customer changed the infusion set and treated with manual injections, but could not get her blood glucose levels to come down. The customer experienced dizziness, vomiting, cramping and muscle aches. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure test.